Manufacturer narrative:
Product analysis: the device was returned with the distal end of the housing and the tip broken away from the device, the tissue plunger and tissue pusher were also returned, (photos 5 & 6). The tissue plunger is usually inside the housing. Image analysis the customer returned two images. Both images show the housing and tip broken apart on a tray. There is biologics on the tray also along with the tissue pusher and plunger. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that a physician was attempting to use a turbohawk atk atherectomy device for treatment in a patient in the mid/distal popliteal artery with tortuosity, plaque and calcification with 80% stenosis. The device prepped as per IFU. No abnormalities reported in relation to anatomy. It was reported that the device was unable to flush tissue. A hard plastic/hard mass was found in the collection bin, and it made it impossible to clean the device. The procedure was completed by balloon dilatation, and a drug-coated stent was implanted. No injury to patient reported. When the device was returned, it was noted that the device was detached.